Manufacturer narrative:
(B)(4). The device was returned and eval was performed. The reported system error 322 was reproduced during testing. Further eval has led to the determination that the upper and lower auxiliary assemblies were failing. The upper and lower auxiliary assemblies were replaced.

Event description:
It was reported that a pump has a system error 322. It was also reported there was no pt injury.